Event description:
Breast implants (mentor silicone). Four days after implants, developed vertigo like I had stepped off a roller coaster. This has continued daily and progresses to heavy pressure in my head, and that often progresses to migraines. In (B)(6) 2016, was hospitalized for a week with 104 fever and sepsis, no cause of infection found. Two hospitalizations after that date again with same symptoms and never any diagnosis as to why. Always tested for high inflammation and high white blood cell count but no reason why. Ra specialist unable to find anything other than inflammation and white blood cell counts elevated. Getting explant (B)(6) 2019.